Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-oct-2002, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was asked and unknown when the event/difficulty occurred and would not be made available (legal/confidential reason). The event occurred during normal use. The catheter pulled out of the intrathecal space and was replaced on (B)(6) 2018 with an 8780 and would not be returned (customer discarded). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and unknown and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the cause of the catheter pulling out was not determined. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated at the last visit on (B)(6) 2018, there were no symptoms related to the catheter pulling out and the patient reported it felt like the pump controlled her back pain. The cause of the catheter pulling out of the intrathecal space was unknown and it was noted the issue was unknown until the patient had surgery for the pump replacement due to the elective replacement indicator (eri). No further complications were reported/anticipated or expected.